Manufacturer narrative:
The complaint of a leak was confirmed from the circumstantial evidence of the returned sample. Although the IV catheter was not returned for investigation, blood residue was observed at the opening of the grip and on the button, which suggests that blood leaked from the IV catheter. The reported issue of the needle not retracting could not be confirmed upon functional testing. One fully retracted needle from an 18g insyte autoguard device was provided for investigation. The needle was extended from the shield and the safety mechanism was reset. After activating the safety mechanism, the needle instantaneously retracted. As the IV catheter was not returned for investigation, the cause of the leak and the reported retraction issue could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The IV needle wouldn't retract, so they had to pull the needle back, which caused a backflow of blood again from the IV catheter, causing a bloody mess for the nurse and patient. The director did keep the packaging and the needle portion if you want it to be sent in. Exact date: (B)(6) 2026 blood backflow from the patient onto the nurse.